Event description:
Participant began feeling nausea and experiencing labile blood pressures on (B)(6) 2024. Overnight, participant began experiencing high fever with chills. Urine specimen collected on (B)(6) 2024 and resulted with >100,000 cfu/ml of klebsiella pneumoniae on (B)(6) 2024. He canceled scheduled session on (B)(6) 2024 due to being symptomatic with low-grade fever, nausea, fatigue, and increased spasticity. He has been prescribed macrobid 100mg bid for 7 days. Participant completed antibiotic (B)(6) 2024 and has reported he is now symptom free. Uti resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.